Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral arter. A 6.00mm / 2.0cm / 135cm peripheral cutting balloon was selected for use. During the procedure, the balloon ruptured after fourth inflation at 6 atmospheres for 30 seconds. The device was removed using normal method without issue and the procedure was completed with a different device. There was no patient injury as a result of this event.